Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that during implantation of an intraocular lens (iol), the haptic was damaged. The doctor enlarged the incision and removed the iol and replaced it with another during the same procedure. The patient is reported to be doing well.

Manufacturer narrative:
The intraocular lens (iol) was returned to our quality assurance laboratory for an inspection. A visual inspection noted that the lens was cut in half, has one (1) detached haptic and appeared to have evidence of viscoelastic. All pertinent information available to abbott medical optics has been submitted.